Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Electrode 1 and the tip thermocouple met specifications, during electrical testing. In addition, the device met specifications, during temperature testing, occlusion testing, and leak testing. No coagulum was noted, on the distal electrode of the returned device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
After a successful pulmonary vein isolation ablation procedure, the catheter was removed from the patient and coagulum was observed on the proximal part of the tip. During ablation there were no problems with irrigation flow or temperature. There were no adverse patient consequences.